Event description:
It was reported that the patient presented to the clinic after receiving a notification for low lead impedance. In the clinic it was noted that only one instance of low impedance had been recorded. The left ventricular configuration was reprogrammed. The patient was asymptomatic and would continue to be monitored.